Event description:
Reportedly, during the implantation of the subject ICD on (B)(6) 2017, loss of rf telemetry occurred. Then the ICD was found in nominal mode, and needed to be re-initialized. The ICD was re-interrogated again and could be programmed normally. The physician asked for an explanation and the insurance that the ICD is behaving normally.

Event description:
Reportedly, during the implantation of the subject ICD on (B)(6) 2017, loss of rf telemetry occurred. Then the ICD was found in nominal mode, and needed to be re-initialized. The ICD was re-interrogated again and could be programmed normally. The physician asked for an explanation and the insurance that the ICD is behaving normally.